Event description:
A surgeon reported a patient presented with an intraocular foreign body, within the soemmering's ring, after cataract surgery. The foreign body was noted in (B)(6) 2010. There was no trauma to the patient reported. The patient underwent cataract surgery in 2004 and has not had any additional ocular procedures since then. The foreign body was determined to be silver. Additional information has been requested to determine patient status, if any additional surgeries or treatments were done and/or if the foreign body remains in the patient's eye. No additional information has been received to date.

Manufacturer narrative:
There is no sample available for in-house evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).